Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned in liquid in the lens vial with clear surgical residue on the lens. Visual inspection found no visible damage to the lens. (B)(4).

Manufacturer narrative:
(B)(4). Lens not returned.

Event description:
The reporter stated that the surgeon implanted a 12.6mm micl12.6 lens, -3.50 diopter, in the patient's right eye on (B)(6) 2016. Following the surgery, the patient experienced narrowing of the angle and shallowing of the acd. On (B)(6) 2016, the patient had elevated intraocular pressure (iop) and closed angle glaucoma due to excessive vaulting of the lens. The patient received a yag peripheral iridotomy, and the lens was explanted. The lens was exchanged for a shorter lens.